Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during partial thickness rotator cuff tear repair, three (3) anchors from the same tendon anchors set snapped in half at the top of the ¿u¿ during insertion. The pieces were removed from patient using handheld graspers. Procedure was completed, after a 10-15min delay, with a back-up device. No other complications were reported.

Event description:
It was reported that, during partial thickness rotator cuff tear repair, three (3) anchors from the same tendon anchors set snapped in half at the top of the ¿u¿ during insertion. The pieces were removed from patient using handheld graspers. Procedure was completed, after a 10-15min delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a material certificate of analysis from each raw material supplier is required. A clinical review states that the operative report provided has been reviewed and does not indicate a root cause for the breakage. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.